Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 539 mg/dl. The customer treated her blood glucose level with the insulin pump. The insulin pump also alarmed motor error alarm. The customer went to the emergency room on (B)(6) 2016 due to her high blood glucose levels. The customer was wearing the insulin pump at the time of hospitalization. The customer was able to rewind the insulin pump. The displacement test and manual prime were successful and motor error alarm did not recur. The device was not returned.